Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to a built-in meter. The customer experienced symptoms of seizure and a loss of consciousness however, there was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event. Readings comparisons of 377 mg/dl from sensor against built-in meter result of 155 mg/dl were reported. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "between (B)(6) 2022". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to a built-in meter. The customer experienced symptoms of seizure and a loss of consciousness however, there was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event. Readings comparisons of 377 mg/dl from sensor against built-in meter result of 155 mg/dl were reported. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.